Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "wake button sticks.". Additionally it was reported that the pump was depleting quickly and "the screen is dimming making it hard to confidently bolus intended insulin amounts." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.